Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had become dislodged at an unknown date and was sensing and capturing in the atrium. It was noted that the patient had been syncopal in the past. The lead was capped and replaced on 5/24/2018. The patient¿s condition post procedure was stable.